Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: the unit failed to activate the pump motor when footswitch was pressed due faulty main board, the power switch led flickered, the led plastic cap has a cut mark, the front panel was damaged with crack on top left corner. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the olympus flushing pump exhibited that the unit failed to activate the pump motor when footswitch was pressed due faulty main board, the power switch led flickered, the led plastic cap has a cut mark, the front panel was damaged with crack on top left corner. There was no patient involvement.